Event description:
Pt failed weaning from bypass three times. Iab inserted transthoracally at 9pm. An insertion attempt was made to clear central lumen and was unsuccessful. Iab was removed and disposed of. Reinsertion of iab no. Sheath at was used either time. At 12am blood was seen in the lumen. Dr made decision to leave iab in place. Pt expired on 9/4/96 due to illness.